Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device with serial number (B)(6) had a broken or cracked screen, supported by a photo supplied by the patient and spouse, and a replacement was initiated with the patient acknowledging the process. Symptoms included no injury. Outcomes included no medical intervention or hospitalization. Investigation included review of the customer report and supplied image. Investigation of this case revealed physical damage to the display assembly consistent with a cracked screen, with no indication of alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.